Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited a high, out-of-range pacing impedance measurements of greater than 2,000 ohms. An alert was noted in the patient's remote monitoring system. Technical services discussed bringing the patient in to the clinic to further evaluate the lead. A review of stored episodes showed that in some atrial tachy response (atr) episodes normal atrial sensing was present. However, in some rhythmiq episodes sensing and capture were less clear. No adverse patient effects were reported.

Event description:
A subsequent review of device data in the remote monitoring system confirmed the out-of-range pacing impedance measurement was less then 200 ohms, and not greater than 2,000 ohms as previously reported.